Event description:
During a pacemaker generator change-out procedure the pulsar system was activated and there was a spark from the tip of the device. The spark did not cause any tissue damage or unintended treatment. The customer was unsure the exact size of the spark, but it was brief and only appeared for a moment. The device tip did not come in contact with the pacemaker or the leads. The doctor injects antibiotics into the surgical site prior to initial incision and felt the spark may have been due to the tip coming in contact with alcohol from the antibiotics that had not been fully absorbed into the tissue. The doctor continued using the same generator and hand piece. Near the end of the case, there was a second spark which the doctor felt occurred due to oxygen saturation at the surgical site. Again the spark did not cause any tissue damage or unintended treatment. The customer was unsure the exact size of the spark, but it was brief and only appeared for a moment. The case was completed with the same hand piece and generator with no patient impact or injury.

Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: pulsar 2 quantity returned: 1 product code (sku): ps100-102 serial: (B)(4) testing performed: visual inspection: good condition functional inspection: dsp software revision 4.3 unit passed all functional test successfully lhr review: no prior service history investigation conclusion: reported issue not confirmed good condition visually and functionally, complaint could not be replicated. Reference documents: (B)(4) pulsar 2 service process instruction rev c.

Event description:
During a pacemaker generator change-out procedure the pulsar system was activated and there was a spark from the tip of the device. The spark did not cause any tissue damage or unintended treatment. The customer was unsure the exact size of the spark, but it was brief and only appeared for a moment. The device tip did not come in contact with the pacemaker or the leads. The doctor injects antibiotics into the surgical site prior to initial incision and felt the spark may have been due to the tip coming in contact with alcohol from the antibiotics that had not been fully absorbed into the tissue. The doctor continued using the same generator and hand piece. Near the end of the case, there was a second spark which the doctor felt occurred due to oxygen saturation at the surgical site. Again the spark did not cause any tissue damage or unintended treatment. The customer was unsure the exact size of the spark, but it was brief and only appeared for a moment. The case was completed with the same hand piece and generator with no patient impact or injury.

Manufacturer narrative:
Product event # (B)(4) eval code method: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. Eval code conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.